Event description:
It was reported by the patient that she underwent an anterior pelvic floor repair procedure on (B)(6) 2006. Since 2006, following the surgery, the patient has been unable to have intercourse. The patient experienced pain, sometimes extreme, cramping, urinary problems, mesh erosion, and vaginal atrophy. The patient stated it was very depressing. The patient cannot exercise because of pain, cramping, and scarring. The physician suggested surgery to try to clean up some scarring and loosen the straps of the device.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This medwatch report is in response to receipt of maude event report (B)(4).